Manufacturer narrative:
The lens was returned for evaluation. Lab test results confirmed the primary composition of the lens deposits has been determined to be calcium, phosphorus and oxygen. A moderate amount of carbon is also present, but is originating from the bulk lens material as this peak is still present in non-opacified lens areas. Opacification of the lens can be attributed to calcification. The cause of the calcification phenomenon is multi-factorial. Three major types of calcification have been previously described: the primary form refers to calcification due to issues inherent to the iol. The second form refers to deposition of calcification onto the surface of the iol, most likely due to environmental circumstances (e. G., changes in the aqueous surrounding the implanted iol associated with pre-existing or concurrent diseases). By definition, it is not related to any problem with the iol itself. The third form is a false-positive or pseudo-calcification refers to those cases in which other pathology is mistaken for calcification or false-positive staining for calcium. Various mechanisms explaining the formation of mineral deposits have been suggested. The underlying pathogenetic mechanisms of delayed postoperative calcification remains unknown and a broad spectrum of biological, pharmacological, technological, and/or certain topical environment factors may be involved. Based on the product evaluation, the root cause of the reported event could not be conclusively determined. However, it should be noted that calcification of the lens is a known inherent complication of the procedure.

Event description:
The lens was explanted at unknown date.

Event description:
The lens was explanted and replaced with a different model lens. Reportedly, the patient is still receiving treatment for proliferative diabetic retinopathy, neovascular glaucoma, and now, corneal decompensation.

Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the surgeon observed precipitate on the anterior plane of the lens approximately 5 years post implant. Reportedly the precipitate could not be removed by yag, and the patient notice do decrease in vision. The patient¿s vision is currently 0.03 in the eye versus 0.5 after the implantation. Reportedly patient would probably require an anterior chamber lens. Additional information has been requested but has not been received.

Manufacturer narrative:
The lens is still remained implanted, therefore it was not returned to b+l for evaluation. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the root cause of the event could not be conclusively determined. However the patient¿s pre-existing ocular and medical history (glaucoma, glaucoma surgery and diabetes) could be a contributing factor to the lens opacification.

Event description:
Reportedly the surgeon attempted yag to clear deposits on the lens twice. However an iol exchange is needed. The surgeon also performed indirect laser for proliferative diabetic retinopathy.